Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range impedance measurements on the right ventricular (rv) lead. A gradual decrease, but still within range, pace impedance measurements was also noted. Boston scientific technical services (ts) was consulted and recommended to continue monitoring this patient. No adverse patient effects were reported. At this time, this device system remains in service.